Event description:
Procedure: bladder elevation. Reportedly, an ivs tunneller instrument was used to place a mesh tape. The tape had to be removed due to an infection six to twelve months later. No further info available. No pt status available.